Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer reported during inspection the permanent cautery hook instrument wire from the wrist was broken. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there was no report of fragments falling from the device while used within a patient. No fragments fell into the patient. The patient was under anesthesia. The ports hadn¿t been placed to the patient. During the inspection, the nurse saw the instrument and never come in contract with the patient. The procedure started and completed with backup da vinci instrument of a different kind.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken distal pitch cable at the clevis hub. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking, such as indentations on multiple components. Additional observation(s) related to the customer reported complaint: the instrument was found to have a dislodged cable crimp. The yaw cable crimp was dislodged from the monopolar yaw pulley. The instrument was found to have a derailed grip cable from its normal position at the distal idler pulley. The instrument was not tested for intuitive motion test due to an engagement failure on the in-house system. A visual inspection of the back end found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. Additionally, the instrument was found to have a broken monopolar yaw pulley at the yaw cable crimp and yaw cable groove. Broken piece(s) are missing as a result of breakage. Size of missing pieces are approximately 0.88mm x 2.31mm (x2). The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley. The instrument was found to have multiple indentations on the edges of the distal idler pulleys. There were no pieces missing. Grip cables/other components adjacent to this indented pulley show damage which may indicate potential mishandling/misuse, such as indentations on the proximal clevis. The complaint regarding the broken wire at the wrist was confirmed by failure analysis.